Event description:
The patient reported sparking and exposed wires on the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External visual inspection of the power supply revealed frayed and exposed wires. The reported event of sparking was not replicated as no attempts were made to apply power to the power supply cord. The reported event of fray was confirmed. A standard power supply was connected to the unit and the unit was powered on with no issues observed.